Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was in upload retry mode with the last successful upload recorded, and log review confirmed a duplicate key error in the purge.purgestatistics table, causing the station to reach the maximum upload retry count. A technical support specialist (tss) followed knowledge article "retry - insert into purge.purgestatistics", during which verification confirmed the dispensingdevicekey was valid and not null, and monitored the station and confirmed that the upload worked normally. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the machine was not communicating with the server, and all refill reports and cii safe fills were not accurate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.